Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The provider states the left legrest swings too far back. The right only goes halfway and they prefer that. The end user lives in a facility.